Event description:
Reporting status: malfunction. Reporting rationale: an expired stent has the potential to cause or contribute to serious injury. Device issue: expired sent. It was reported that after implanting the promus stent, it was noted to be expired. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4): during processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. See attached-summary. Evaluation summary: results and conclusion summation: product performance engineering reviewed the incident information. The product and its packing were not returned; therefore, the expiration date on the specific product labels couldn not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated and expiration date. (Use by date) of 12/01/2009, which is 365 days from the date of manufacture (12/02/2008), as specified in the product specification at the time this lot was manufactured. This confirms that the product was labeled correctly and based on the reported information; the product was used 39 days past the labeled expiration date. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the promus instructions for use (IFU) states: "do not use after the (use by) date." Although the product in this case was expired (labeled with 1 year shelf-life), the commercially available product manufactured today currently has an approved shelf life of 2 years. The lot history (lhr) was reviewed and there were no non-conforming material records issued for the lot that could have contributed to the incident and there have been no other incidents reporting use after expiration date or use error for this lot. In this case, it appears that use error likely contributed to the reported use after expiration.